Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2007 for vaginal and rectal prolapse and mesh was implanted. The patient reported that in 2013, it was found that she had mesh erosion in the vagina and underwent a repair procedure. Since 2013, the patient has experienced aching in the pelvis, hips and legs, tiredness, back pain, vaginal pain, incontinence, stiffness in the lower body and overall decrease in quality of life. The device remains implanted. No additional information has been provided.